Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. A complete tear was observed on the soft cannula, leaving the exposed portion completely removed and the unexposed portion damaged. The timing and cause of the observed cannula damage could not be determined. Due to the damaged cannula, the exposed portion of the soft cannula could not be tested for leaks. The cause of the reported event could not be determined.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 400 mg/dl. In addition the patient reports the pod was leaking during wear. As treatment, the patient applied a new pod.